Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer¿s blood glucose level was 28 mmol/l. Customer was treated with insulin pump. Customer declined high blood glucose level troubleshooting. Customer confirmed that the setting were saved correctly in the insulin pump. The insulin pump will not be returned for analysis.